Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed the shape of the tubing was altered using the stylet wire. The tracheal cuff was stretched over the tracheal cuff notches. Further examination revealed air was contained in the tracheal cuff body and a clear like material flaking from the bronchial cuff body which is not part of our manufacturing process. The stylet wire was placed back into the tubing and the sample deflated without any issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheal cuff would not deflate. Customer indicated the issue was found during pre-test, prior to patient use.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that alleges that air could not be removed from the cuff completely. This was discovered while checking the cuff prior to use on a patient.